Event description:
A customer reported that they tested their blood glucose and received a result of 200 mg/dl. Approximately a half-hour later while they were eating dinner they began feeling sick. They consumed some dessert and passed out. An ambulance was summoned and a blood glucose reading of 39 mg/dl was reported (method unk). At the time of this reading no comparisons were done with the elite system. While on the phone a review of the system was attempted. However, the customer has poor eyesight and declined troubleshooting. The customer did say that the lot number of the reagent was 2g05ff within expiring age of 08/2003. A request was made to have the entire system including the reagent returned for evaluation. In the meantime, a replacement system was provided.